Manufacturer narrative:
The device's data was further evaluated by engineers. It was revealed that the device attempted 14 shocks, 11 of which were charge time-outs. A review of the electrograms associated with the charges showed electromagnetic noise on all the channels. Eol was declared due to the charge times with a monitoring voltage of 3.23 volts. There were no resets or additional faults recorded. Several capacitor reformations were performed which backed the device out of eol to bol resulting in a current monitoring voltage of 3.13 volts. Daily checks and hourly memory checks were occurring as expected and there were no indications of compromised device functionality.

Manufacturer narrative:
Technical services discussed possible cause and noted at this time the device could remain implanted. Disk analysis is pending. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that approximately a year and a half after implant this implantable cardioverter defibrillator (ICD) declared end of life (eol). Upon interrogation a fault code 01 was also noted. It was also reported that the patient was admitted to the hospital to rule out a possible stroke. Upon device interrogation there were noisy episodes and oversensing. It was unknown if the patient was dependant or how long the oversensing occurred. Manual capacitor reformations allowed the device to revert from eol to the elective replacement indicator (eri) and then from eri to beginning of life (bol). The battery voltage was reported to be 3.2v. A save to disk and memory download was completed and being returned for engineering analysis.